Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 46 mg/dl. The customer was treated for the low blood glucose with glucose tablets. Patient was not admitted as an inpatient for medical treatment. The customer was informed that there could be many reasons for low blood glucose. The customer received a lost sensor alert on their insulin pump. The customer was assisted with trouble shooting and found that the transmitter was not connecting to the sensor because of the possible lengthy distance between the two devices. The customer was advised to wear the devices closer together. No further information was provided.